Event description:
It was reported that on (B)(6) 2012, the subject suffered a myocardial infarction (mi); however, it is unknown if the mi is related to the promus stents deployed on (B)(6) 2011. No treatment was performed. On (B)(6) 2014, the subject presented with complaints of refractory chest pain discomfort with shortness of breath and dizziness for which no immediate treatment was performed; however, was scheduled for a left heart catheterization on (B)(6) 2014. The subject visited the facility for the planned intervention, was diagnosed with cardiac chest pain and rehospitalized. Coronary angiography revealed a subtotal occlusion in the obtuse marginal with a 99% instent restenosis of the previously deployed 2.25x18 mm and 2.5x23 mm promus stents. The restenosis was treated with balloon angioplasty resulting in a 0% stenosis. The event was considered to be resolved without residual effects and the subject was discharged on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.25x18mm promus.